Manufacturer narrative:
Concomitant medical products: product ID 97715 lot# serial# (B)(4) implanted: (B)(6) 2018. Product type implantable neurostim ulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported they were having bladder symptoms and they were having this issue on and off since their stimulator was implanted. Pt stated they looked in the controller book and found possible adverse effects and now the pt thought they needed to get their stimulator removed. Pt noted they had a uti and took medicine and now they were having symptoms again. Pt noted they attempted to lower their stimulation on their legs but not too much. Pt noted there was buzzing inside of them and pt denied the buzzing being uncomfortable or them having any issues; pt noted they wondered if their stimulation had something to do with their kidney or bladder making them want to go to the bathroom all the time. Pt noted they would sit on the john for 15 minutes and couldn't get their urine out. Pt noted they were also drinking lots of water. Ps attempted to collect notify date and information and pt did not clarify and pt seemed confused. The patient was redirected to their healthcare provider to further address the issue. Pt also noted their representative "kelly carman" adjusted their leg stimulator one other time in the wintertime. Pt also noted they were taking antibiotics, cranberry juice and water and pt noted they did not think it was going to help their bladder issues. Redirected caller: patient's hcp